Manufacturer narrative:
Evaluation completed: p/n#ttns3.00e4-900, lot#110117, (B)(4). On 11:21:58 pm on (B)(6) 2018 tip was used for 900 treatments. Tip passed leak, visual(no dents, scratches, blemishes, dielectric breakdown, or tears seen), thermistor testing. Tip failed flow testing and no functional test was performed due to e234 (zero reps remaining). Tip produced error message warning: failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. Further investigation underway.

Event description:
The user facility in (B)(6) reported a patient underwent a thermage treatment of full face (forehead, face & submental). The return pad was placed between scapulas. Thermage treatment used a total of 900 shots with the highest energy setting at level 3. This patient had previously undergone thermage treatments which were uneventful. On the night of post treatment, the patient felt a stinging sensation on left side of forehead while washing the area with gentle cleanser. The following day, some burn marks were observed on the left side of the forehead. The patient returned to the physician and was prescribed advanced formulae repair cream ((B)(6) repair cream which the clinic uses for their post laser patients), and fucidin h antibiotic cream.

Manufacturer narrative:
Known procedure complication. Error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. According to thermage cpt system technical user¿s manual (p009240-04 rev. A) burns, blisters, scabbing, scarring, and pain are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. The customer did not notice anything out of the ordinary during treatment. Review of the treatment tip and datacard showed the system was working within specifications. Evaluation of datacard showed user technique issues occurred that could have potentially harmed the patient during treatment. Based on the available information, burns, blisters, scabbing, scarring, and pain are known possible adverse patient reactions to thermage treatment. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.trending will be performed to monitor this issue.